Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.